Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had a syncopal episode that resulted in hospitalization due to orthopedic injuries. The cause is unknown. At interrogation, it was noted that the right ventricular (rv) lead r wave amplitude sensing had decreased in the last three months. No undersensing was seen with telemetry. R wave testing in bipolar and integrated bipolar vectors showed poor sensing. The sensitivity was adjusted. The patient was seen subsequently and the r wave sensing had improved to a more stable amplitude. The physician believes the poor sensing was directly correlated to a change in the conduction status that has been addressed medically. The lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.